Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for: (B)(4) - performance data was collected from the device and revealed a power on reset (por) occurred for a critical ram parity error, addr=2ab2, data=0f on (B)(6) 2012 10:34:30. The patient alert triggered for por on (B)(6) 2012 10:34:30.

Event description:
It was reported that the device experienced an electrical reset. It was noted that the patient was undergoing radiation therapy. The reset was cleared and the device remains in use. No patient complications have been reported as a result of this event.